Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and compression fracture and underwent surgery. During surgery, the cement solidify too quickly. Cement solidified within 7 minutes. There was a delay of less than 60 minutes in the procedure time as a result of this event. The product came in contact with the patient. No patient complications were reported during this event.